Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the reported event at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf191) related to a communication error and error message (sf218) related to mb error. There was no patient injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an error message (sf191) related to a communication error and error message (sf218) related to a main circuit board error. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported system fault 191 and 218. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the system fault 191 was an isolated component failure within the device main circuit board (pcba). The root cause of the system fault 218 was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).